Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomies') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomies). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : hysterectomies quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: this case was upgrade to incident from other event case. Event adverse event nos was updated to medical device removal. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomies') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced gastrointestinal disorder ("leaky gut"). The patient was treated with surgery (hysterectomies). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the gastrointestinal disorder had resolved. The reporter considered gastrointestinal disorder and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : gastrointestinal disorder and medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : new reporter was added, event gastric disorder was added. F/up 3 and 4 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("hysterectomy") in a 46 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, 2405 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced gastrointestinal disorder ("leaky gut"). The patient was treated with surgery (hysterectomy). At the time of the report, the gastrointestinal disorder had resolved. The outcome of medical device removal was unknown. The reporter considered gastrointestinal disorder and medical device removal to be related to essure administration. Concerning the injuries reported in this case, the following ones were reported via social media : gastrointestinal disorder and medical device removal. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: reporter information, patient date of birth, product indication, start and stop dates added. Imdrf codes updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("hysterectomy") in a 46 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2430 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced gastrointestinal disorder ("leaky gut"). The patient was treated with surgery (hysterectomy). At the time of the report, the gastrointestinal disorder had resolved. The outcome of medical device removal was unknown. The reporter considered gastrointestinal disorder and medical device removal to be related to essure administration. The reporter commented: discrepant information: in this follow-up cycle essure start date was reported as (B)(6) 2014, however it was entered in argus as (B)(6) 2015 discrepant information: in this follow-up cycle essure stop date was reported as (B)(6) 2021, however it was entered in argus as (B)(6) 2021. Concerning the injuries reported in this case, the following ones were reported via social media: gastrointestinal disorder and medical device removal. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 02-may-2023: essure's date implanted updated from (B)(6) 2015 to (B)(6) 2014. Essure's date explanted updated from (B)(6) 2021 to (B)(6) 2021. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.